Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for analysis. No visible blood was observed inside the balloon. The polarx was leak tested and passed all inner and outer balloon leak tests. The device failed functional testing and was then dissected to investigate the blood detection wires for any damage or defects that would have resulted in the blood detection error seen in the field. There was wire splits observed on inner balloon blood detect wires that could lead to false blood detection errors. There was no damage to the polarx that would allow fluid to ingress.

Event description:
It was reported that the patient experienced a stroke. A polarx catheter was selected for a cryo ablation procedure to treat atrial fibrillation. After completing the four pulmonary veins, an attempt was made to perform additional work on the left superior pulmonary vein (lspv). However, an error appeared on the console detecting blood in the catheter. Blood was not visible at the time the error occurred and there were no visible defects observed on the polarx. A 3d map was created, and as the potentials showed no issues, no additional treatment was performed, and the procedure was concluded with no patient complications reported. Four hours post procedure, the patient experienced a stroke. The patient got up from bed, their left leg gave way and walked unsteadily with their left leg tilted. Magnetic resonance imaging (MRI) was performed, and a small thromboembolic finding was observed. There were no additional symptoms prior to stroke. There was no additional treatment performed after the patient's stroke occurred. The patient improved after 30 minutes, underwent rehabilitation and was discharged from the hospital.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a stroke. A polarx catheter was selected for a cryo ablation procedure to treat atrial fibrillation. After completing the four pulmonary veins, an attempt was made to perform additional work on the left superior pulmonary vein (lspv). However, an error appeared on the console detecting blood in the catheter. Blood was not visible at the time the error occurred and there were no visible defects observed on the polarx. A 3d map was created, and as the potentials showed no issues, no additional treatment was performed, and the procedure was concluded with no patient complications reported. Four hours post procedure, the patient experienced a stroke. The patient got up from bed, their left leg gave way and walked unsteadily with their left leg tilted. Magnetic resonance imaging (MRI) was performed, and a small thromboembolic finding was observed. There were no additional symptoms prior to stroke. There was no additional treatment performed after the patient's stroke occurred. The patient improved after 30 minutes, underwent rehabilitation and was discharged from the hospital. The device has been returned and is pending analysis.